Event description:
During an atrial fibrillation procedure, a pericardial effusion developed while attempting to access the right inferior pulmonary vein. After isolating the left pulmonary veins and right superior pulmonary vein, an attempt was made to access the right inferior pulmonary vein. After removing the volt catheter, the blood pressure suddenly dropped during the attempts and a pericardial effusion was noted on echography. A pericardiocentesis was performed. The blood pressure came back up, and the patient was transferred to the intensive care unit. The patient remains stable with resolved pericardial effusion. There are no alleged performance issues with any abbott device.